Event description:
The tip of the hex driver broke off during use. The tip could not be taken out from a set screw and was left in the patient's body. There was no adverse consequence to patient reported as a result of this situation.